Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a failed battery test alarm. Troubleshooting was performed and the customer stated that she received another failed battery test after inserting a new battery into the pump. Customer stated that the battery contacts were not missing or damaged. It was found that the battery compartment and the spring were not damaged or corroded. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.